Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following recent weight loss, the patient experienced pain at the ipg site and high impedances on the right lead. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the ipg and right lead were replaced to address the issue. Therapy was restored post-operatively.